Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that following insertion the patient experienced pain. It was reported that patient underwent mesh revision on (B)(6) 2016 due to adhesions, mesh migration and hernia recurrence. No additional information was provided.